Event description:
Blood glucose measured 205 mg/dl at 8 am back to back with another result of 88 mg/dl within a minute later. It was stated customer did not have any high blood glucose symptoms. No actions were taken or treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.